Event description:
It was reported that the patient did not feel well and had an elevated pulse. The implantable pulse generator (ipg) was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).